Event description:
It was reported to boston scientific corp on june 22, 2009 that a wallflex enteral duodenal stent was used during a duodenal stenting procedure performed on (B) (6) 2009 on a (B) (6) pt. According to the complainant, during the procedure, the physician attempted to deploy the stent by pulling the handle. However, the stent would not deploy. The physician pulled harder, however, the outer sheath of the catheter near the handle tore. The stent could not be released. No pt complications were reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).